Manufacturer narrative:
Concomitant medical products: product ID: 37751, serial#: unknown, product type: recharger. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer and a manufacturer representative regarding a patient with an implantable neurostimulator ( ins). It was reported the caller was getting a reposition ins message on the recharger screen when trying to start a charging session. The caller wanted to know if that was a normal screen to receive when the ins was depleted. The information was reviewed with the caller. The caller also stated the patient claimed that they had stopped using the ins two years ago, prior to (B)(6) 2020, when the stimulator stopped working. No symptoms were reported. No further complications were reported or anticipated.

Manufacturer narrative:
Product ID: 37751, serial# unknown, product type: recharger. If information is provided in the future, a supplemental report will be issued.

Event description:
On 2020-07-06 (B)(6)(con, rep): information was received from a consumer and a manufacturer representative regarding a patient with an implantable neurostimulator (ins). It was reported the caller was getting a reposition ins message on the recharger screen when trying to start a charging session. The caller wanted to know if that was a normal screen to receive when the ins was depleted. The information was reviewed with the caller. The caller also stated the patient claimed that they had stopped using the ins two years ago, prior to (B)(6) 2020, when the stimulator stopped working. No symptoms were reported. No further complications were reported or anticipated. On 2020-07-07 (rep): additional information was received. It was reported the patient had not used their stimulator and had not recharged the device in 2 years. The stimulator was attempted to be read by the clinician programmer and to try to start a trickle charge however, no communication could be made with the patient's stimulator. The patient stated their battery had depleted on a few separate occasions 2 years ago. It was planned to schedule the patient for a battery replacement. No further information was reported. [(B)(4) - previous overdischarges].